Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : both the lv4 (low voltage 4) and lv3 (low voltage 3) conductors were obstructed due to a stylet/guidewire stuck in the lumen and due to blood. The proximal conductor was also obstructed with blood and due to a stylet/guidewire stuck in the lumen. The distal conductor was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis noted the lead was damaged at implant. Visual comments include that the lead was returned with the guidewire stuck in the lead. There was a large amount of blood ingress into the lumen during the attempted implant, and it is likely that the guidewire became stuck when the blood dried, preventing any further movement of the guidewire. Additionally the distal tip appears to be distorted when viewed from the distal end. The guidewire could not be removed during analysis without destructive analysis being performed. Destructive analysis was not performed at this time and the guidewire was not removed. (B)(4).

Event description:
It was reported that during the implant attempt, the guidewire got stuck in the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.